Event description:
I was using the complete moisture plus and suffered an eye infection with redness, pain, tearing, increased light sensitivity, blurry vision and swelling. I have also had a decrease in vision since the eye infection.